Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. No devices or photographs were received; therefore, the condition of the components is unknown. No medical records were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the loan kit was delivered with a fractured impactor. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of photos provided confirm that pin on the cutting block has fractured and there is fracture seen on head of the impactor. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The zimmer biomet distributor site found that the devices were not inspected prior to be sent to customer . The root cause for the fractured devices cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.